Manufacturer narrative:
(B)(4)upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. During the visual inspection, it was observed that the helix retracted. Dried blood and body fluid were noted in the helix housing. Furthermore, the insulation was cut and the coils were exposed.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. This rv lead was explanted and replaced. No additional adverse patient effects were reported.